Event description:
The patient was revised to address pain. The knee was tight in flexion.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since their respective release for distribution. The investigation could not determine the root cause, but no evidence was found that would suggest product error was a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.